Event description:
The patient was brought to surgery due to a dislocated hip. During the case, it was found that the liner was broken. It was replaced as well as the head.

Manufacturer narrative:
(B) (4). Evaluation summary: the liner and head were returned. Dimensional values on the liner could not be taken due to damage. Femoral head was conforming where measured. Sem analysis of the liner shows a fatigue fracture mechanism. A portion of the liner lip is missing where it fractured. Approximately 60 degrees from fracture location, the face of the liner is deformed. The head shows a visible area of marring on the articular surface which cannot be felt by palpation. No operative report was provided. Patient's weight is unknown. Patient activity level was medium. It appears that the neck of the femoral stem may have impinged on the face of the liner, possibly leading to head subluxation from the liner. This may have resulted in placing high stress on the liner as the head returned into the liner inner diameter which may have contributed to the liner fracture. After liner fracture, the head may have contacted the acetabular shell which may have contributed to the marring observed. One or a combination of the following mechanism may have contributed to the dislocation observed. Unsatisfactory placement of the component parts; extent of component stability; extent of soft tissue tension; patient behavior. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.